Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir display was blank. Upon inspection, the device was found to have fragile blinking stripes in the display. The humapen memoir was associated with product complaint (B)(4)/ lot 0805c04. The user and the user's training status were not provided. The duration of use was not provided. The pen was returned to the manufacturer. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and the manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative. Update (B)(6) 2011: upon internal review, marked follow-up received (B)(6) 2011 significant for device.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary investigation of the returned device (batch (B)(4), manufactured may 2008) found reoccurring reset mode in the display, with the display faint and dim. Device had 34 low battery warnings. Detailed investigation found missing and dim dose segments. Root cause for the missing segments is ingress by an unknown liquid while in the field, with a contributing factor of a cracked lcd interconnecting cable. Liquid ingress resulted in rust, residue and corrosion in several locations within the device. A batch record review did not identify any manufacturing related potential causes. This is the only instance of missing segments due to a cracked cable for this batch. Reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The investigation also determined that the liquid ingress caused the failure of the power button. Corrective action-corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, this improvement is targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are implemented. Corrective action-corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. A corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012. Improper use and storage- the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir display was blank. Upon inspection, the device was found to have fragile blinking stripes in the display. The humapen memoir was associated with product complaint (B)(4). The user and the user's training status were not provided. The duration of use was not provided. The pen was returned to the manufacturer.